Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). G2 foreign: france. The investigation has been completed. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable, the control bar was out of position, the swivel was loose, the hinge gasket was missing, and various parts were damaged/worn. The motor, seal, lever, control bar, screws, bearings, swivel, eccentric shaft, reciprocating arm, neckpiece, ball plunger, hinge gasket, machined head, and pins were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the unit was in need of annual control of the device/ preventive maintenance. There was no report of harm or delay as there was no patient involvement. Due diligence is complete, no further information is available. During device evaluation the dermatome motor speeds were unstable. No adverse events were reported as a result of this malfunction.